Event description:
Complainant alleged that while attempting to pace a 64-year-old male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the activity log confirmed the pacer was active, but the end user never acquired capture. This is not necessarily a device malfunction. The device has consistent pacer output throughout the case and there are no errors or related messages that would indicate the device was incapable of capturing while pacing. There is however poor coupling at times where the ECG signal via lead ii is railing with a distorted signal. Poor ECG can contribute to the inability to capture. It's noteworthy to mention; capture can be difficult due to many reasons including the patient and patient's condition, in addition to poor coupling. Changing lead views and electrode placement can aid in capturing the patient's rhythm. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.